Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a safety shield failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the facility was able to submit photographs for evaluation; the photographs clearly displayed a tilted v-clip. A device history review was conducted for lot number 8138458. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: to prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity. Root cause description: our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. Rationale: bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a safety shield failure. No serious injury or medical intervention was reported.